Manufacturer narrative:
Preventive maintenance was last performed on (B)(6) 2018. No clots were noted on the patient sample.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for troponin t hs on a cobas 6000 e 601 module. The patient was being monitored for troponin t hs and the initial result was 0.011 ng/ml. The sample was repeated and the result was 0.031 ng/ml. This result was reported outside of the laboratory. The patient was treated with blood thinners. There was no allegation that an adverse event occurred due to this treatment. The sample was repeated and the result was 0.012 ng/ml. On (B)(6) 2018 the sample was repeated twice more with results of 0.010 ng/ml. The troponin t hs reagent lot number was 345888. The expiration date was not provided. Qc results were within range. No issues were identified during a review of the alarm trace data.